Event description:
It was reported that the patient presented in clinic for follow up. Device interrogation revealed a loss of capture on the left ventricular (lv) lead and the lv lead had moved post implant. Programming changes were performed to address the issue. The patient condition was stable.